Event description:
During use of a sprinter legend rx the guide wire went through the balloon material, this was not noted and the device was advanced forward. An attempt was made to inflate the balloon, however, it would not inflate. The device was removed and replaced with another. Information provided confirmed no abnormalities were noted during prep of the sprinter balloon. No issues with patient. The balloon had been partially inflated. The distal and inner shafts were torn 2mm proximal to the balloon bond. The tears were protruding outwards. The device failed negative prep and did not hold pressure when inflated. The distal tip was damaged.

Manufacturer narrative:
Evaluation results and conclusions: (distal shaft damage has most likely been caused by the attempts to load the guidewire into the inner lumen). (Deformation problem). (B)(4).